Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the definitive le trial. After 3 passes during an atherectomy procedure, a dissection in the distal tibioperoneal trunk was noted. The dissection was resolved with angioplasty and stenting of the right tibioperoneal trunk, posterior tibial artery, and peroneal tibial artery.